Manufacturer narrative:
The reported event was confirmed by the service technician. During the device evaluation, it could not be determined what caused the bent tip. Handling of the device has most likely caused the reported event.

Event description:
It was reported that the tip of the thoracic pedicle feeler was bent during a surgical procedure conducted at the user facility. No patient impact, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the tip of the thoracic pedicle feeler was bent during a surgical procedure conducted at the user facility. No patient impact, no delay, no medical intervention and no adverse consequences were reported with this event.